Event description:
Immediately after acquiring essure, I had heavy and irregular bleeding. Within a couple of months. I had frequent pelvic pain. Sometimes this would occur for months at a time. The pain often felt like something was stabbing me from the inside out, and other times it was a shooting pain across my pelvic area. I had abnormal uterine bleeding the whole time I was implanted with essure.